Event description:
It was reported that the patient is scheduled for an inflatable penile prosthesis (ipp) procedure on 2/11/2020 due to unknown reason. No issues were reported with the current ipp. No more information is available a the moment. Additional information received. The ipp was removed and replaced. No information about the patient's outcome was provided. It was further reported that the patient had a bulge due to the reservoir herniated. The ipp was functioning properly.

Event description:
It was reported that the patient is scheduled for an inflatable penile prosthesis (ipp) procedure on (B)(6) 2020 due to unknown reason. No issues were reported with the current ipp. No more information is available a the moment.